Event description:
A mayfield skull clamp (B)(4) was reported to have slipped due to sticking when ratcheting down. After the surgeon experienced difficulty (unspecified) when applying the skull clamp an adult pt was positioned and pinned into the skull clamp for a posterior cervical procedure. Mayfield adult skull pins were used for this procedure. After the procedure was completed it was noted that the pt had incurred a scalp laceration. The size of the laceration is unk and it was unk whether any medical intervention was required for repair of the laceration. The surgery was not delayed as a result of this event. The nurse reported that the slippage was probably due to inappropriately applying the unit to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.